Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1juls, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having symptoms improvement but was getting curling, and toe and foot pain, when the device was on. It was stated that their were multiple reprogrammings attempted but a lead revision occurred and the issue was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported the same information on asking for clarification regarding lead revision stating patient had toe curling when device was on.